Event description:
During a ptca wire was advanced across lesion. Balloon was advanced over wire attempted to inflate with indeflator. Indeflator would not hold pressure. Thought possible balloon rupture. Balloon and wire were removed. Only 35 cm of the balloon came out with wire. Guide was pulled out the remainder of the balloon was in the guide.